Event description:
A caller reported an occlusion alarm, but the specific alarm number could not be verified by the technical support team. The customer was not using the pump at the time of contact and did not have the pump available. Technical support advised the caller to contact them when the issue occurs again for proper troubleshooting. Customer was unable to troubleshoot the issue with tandem technical support at time of call, therefore no additional information was obtained.